Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported to technical support (ts) that a fluid leak occurred during the patient¿s peritoneal dialysis (pd) treatment. The fluid leak was noted when the cassette door was opened, and fluid began leaking out. A patient line is blocked alarm occurred prior to the leak. The cause of the leak was not known. The ts representative advised the caller to discontinue using the cycler and to notify the patient¿s peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Upon follow up with the pdrn, it was reported that the cassette was discarded and is not available to be sent back for physical evaluation. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was also reported that the patient is trained on performing stat drains, as well as manual pd therapy if needed. The patient has received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The cycler was reportedly available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A simulated stress test was performed on the cycler and passed. There were no fluid leaks in the test cassette during the stress test. A simulated treatment test was performed and completed without any failures or problems. The cycler also underwent and passed a system air leak test, a valve actuation test, and a mushroom head check. The investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.